Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter and the adapter there was an issue with foreign matter.

Manufacturer narrative:
Investigation summary: received one unused iag 22ga unit in a sealed package from catalog number 381823, lot number 7342810. Three photos were submitted for review. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #7342810 regarding item #381823. DHR review was performed on lot number 7342810. The lot number was built on afa line 5 from 18dec2017 through 27dec2017. Packaged on packaging lines 8 and 9 from 20dec2017 through 28dec2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Investigation conclusion: black specks were observed on the bottom web (film) of the package. The matter was loose and approximately between 02 and 04 square millimeters. Root cause description: the fm within the package were produced during the printing process. This incident concerning the black speck inside sealed package was manufacturing (packaging) related. It was confirmed that the non-foreign matter within the package was peripheral ink deposits, which were produced during the printing process. 5s cleaning is performed after each shift to minimize the potential for introducing foreign matter to the product. Potential nonconformance includes any violations of the gmps including (B)(4), which defines the bd gowning policy. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter and the adapter there was an issue with foreign matter.